Event description:
It was reported that upon interrogation, device was in back up vvi mode. Out of range impedance was noted and noise was observed during pocket manipulation. A connection issue was suspected and the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Upon receipt, communication was successfully established and the device was not found in backup vvi mode. An arc mark was observed on the ICD can and the presence of lead conductor material was confirmed. A test shock was performed and an alert was received for output circuit damage. Further analysis identified output circuit damage due to lead issue.